Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 37 and 48 hours. Patient reported the infusion site to have purulent drainage, redness, and painful swelling the size of a golf ball. Patient also reported experiencing elevated blood glucose levels reaching up to 18 mmol/l (324 mg/dl), feeling sick and dizzy. The patient reported seeking initial medical attention on (B)(6) 2026. It was during this doctor¿s visit that the patient was diagnosed with a skin infection due to the pod and possible abscess from insulin deposits under the skin. The patient was prescribed with an unspecified antibiotics and acetaminophen (panadol) medication during the visit.